Manufacturer narrative:
(B)(4). Implant date-unknown month and day in the 1990's. Concomitant medical products: item #unknown unknown head lot #unknown, item #unknown unknown stem lot #unknown, item #unknown unknown screw lot #unknown. Reported event was confirmed by review of the x-rays. X-ray review by a third party: single ap view of the right hip. Superolateral dislocation of the right hip arthroplasty. There is no fracture. There are multiple areas of abnormal radiolucency consistent with osteolysis along the acetabular cup and along the more medial fixation screw as well as within the greater trochanter of the femur and possibly the lesser trochanter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019- 02898, 0001825034-2019- 02918, 0001825034-2019- 02929.

Event description:
No further event information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 0001825034 - 2019 - 02545

Event description:
It was reported that the patient was revised due to liner and cup wear. Initial surgery was approximately 19 years previous. Head was revised only because the stem (biomet) was to remain and the surgeon was replacing the cup and liner with a competitors products. Attempts were made to obtain additional information; however, none was available.